Event description:
It was reported that during a gastric sleeve procedure on the first firing with a black reload, the device cut completely but only laid staples at the proximal and distal sections of the staple line. There were no staples present in the middle of the staple line or were malformed. After the surgeon removed the device, the stomach opened and they could not tell if the staples deployed or not. The surgeon tried to suture the area but the sutures made the sleeve to tight. At that time, the surgeon decided to convert the procedure from a sleeve gastrectomy to a gastric bypass. The procedure was ongoing but the patient it stable. A third device was pulled to complete the case. On what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: flex. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Yes if so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? There pulled two devices in the beginning of the procedure and the account does not know which device malfunctioned so two devices are being returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Was there any tissue bunching during the firing? No. What did the staple form look like in the middle? Stapler fired proximal and distal, but no staples were formed in the middle. How far was the firing from the bougie? Very close to the bougie. Did the user wait 15 secs prior to firing? Yes. Is the patient expected to have a full recovery? Yes. Patient's preexisting conditions? Na. No additional support right now.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device (a) was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The analysis found that one ple60a device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.